Manufacturer narrative:
The patient was sent a new device and supplies. The device has not yet been returned for the investigation. Should the device be returned at a later date, a supplementary report will be filed

Event description:
The patient performed control solution tests with the livongo blood glucose meter and the results came back out of range twice. The result for control solution 1 came back as 95, and 88. The pre-calibrated range for control 1 was 103-155. The patient didn't receive medical attention and/or treatment.